Manufacturer narrative:
Patient information has been requested, but not provided. Manufacture date was unavailable as no lot number was provided. No parts or files have been received by the manufacturer as the site has not chosen to replace the driver at this time.

Event description:
A medtronic rep reported that a solera driver was damaged during surgery. There was no reported impact to the patient.